Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that healing abutment (ieha453) was unable to be seat into the implant. Healing abutment was removed and another one was placed instead.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® bellatek® encode® healing abutment 4.1mm(d) x 5mm(p) x 3mm(h) (ieha453) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage. Also, an associated product unknown lb implant has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Functional testing was performed for the returned product with an in-house stock device and performed as intended. No malfunction identified. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1231643). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1231643) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.